Event description:
It was reported that the valve was not draining the patient well.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests, except the test performed at pl 0.5 at 20.4ml/hr, 0cm hydrostatic pressure. The valve did not pass siphon testing. Debris in the valve may interfere with the fluid flow resulting in siphoning and poor pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.